Event description:
The shunt was implanted in 1994. In november, 2001 the pt showed clinical signs of shunt dysfunction. The complete peritoneal catheter had slipped down in the belly. The valve seemed to function very well; therefore, a new peritoneal catheter was attached to the valve. The catheter was not removed from the pt.